Event description:
Revision surgery performed on (B)(6) 2025, due to dislocation. Patient dislocated her reverse shoulder, and the surgeon did an open reduction and replaced 2 implants using the same size as those removed. The removed devices are the following: smr glenosphere dia. 40mm (part code 1374.09.121, lot number 2435062, sterilization (B)(4), smr small-r connector +4 (part code 1374.15.314, lot number 2318671, sterilization (B)(4). Previous surgery took place on (B)(6) 2025. The patient is a female, date of birth (B)(6) 1952. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the components removed in the revision hereby reported, no pre-existing anomaly has been discovered in the items belonging to the lot number 2435062 and 2318671. The manufacturer will submit the final MDR as soon as the investigation is complete.